Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the discovered leak. The following is included in the instructions for use (IFU): as result of confirming instruction manual, following sections describe reprocessing procedure. They may prevent from remaining of foreign material. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrovideoscope exhibited nozzle seal was loose. The foreign material exiting the nozzle was identified post reprocessing. There was no report of patient involvement or harm.